Event description:
Reported via clinical study it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 35mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 29 mm. There were no complications that were reported to have occurred. The patient was discharged on (B)(6)2023 on medication regimen aspirin. Apixaban medication was restarted the following day. On (B)(6) 2024 during the routine 45-day protocol scheduled follow up visit, tee revealed no thrombus on the atrial facing surface of the closure device. On (B)(6) 2025, 399 days post index procedure, the patient presented for protocol scheduled 12 months follow-up visit. On the same day a transesophageal echocardiography (tee) revealed a laminar non mobile thrombus on the atrial facing surface of the closure device with maximum area of 1.4 cm2. At the time of the event the patient was on clopidogrel and aspirin. Tee imaging also revealed the closure device position in the laa at the ostium which was within 2mm of the desired ostial plane of maximum diameter and the largest residual jet size noted around the device was 0.3 mm, at unknown tee angle and no intervention was performed to close the leak. No additional information is available or expected at this point in time.